Event description:
A malfunction on the pump was reported by the customer, and it was noted that no significant events occurred before this issue. There was no adverse impact on the customer's blood glucose level. The pump's screen initially turned off, but after the customer was instructed to connect it to a known working power source, the display was restored, and the malfunction code was reset successfully. The customer was informed that they could continue using the pump and advised to contact technical support again if the malfunction recurred.